Event description:
The facility's biomedical engineering dept reported, "channel c infused too rapidly" during patient use. According to biomed, patient injury was reported and medical intervention was required. Reportedly, "the patient's heart rate dropped to 20." Despite baxter's efforts to obtain additional infomation from the reporting facility's safety officer, details have not been made available regarding the patient's demographics, diagnosis or status, medication involved, amount of overinfusion, type of medical intervention required, or set up the infusion device.